Event description:
(B)(4). Dealer states the patients wheels are worn out and the patient has a difficult time maneuvering the lift. No injury or property damage reported. Non warranty. No additional information is available, provider disconnected before call could be transferred (B)(4).